Manufacturer narrative:
Siemens filed the initial MDR on 06-march-2019. Additional information (20-may-2019): siemens determined the delay in testing is due to a shortage of cuvettes on the clinical chemistry (cc) system. The customer stated that a reboot of the process center computer (pcc) resolved the issue. A reboot has forced a clean of all available cuvettes, and cuvettes became available. Siemens confirms that there are no recurrences of the event and therefore no additional troubleshooting is required. Siemens confirmed that the instrument is reporting results. Results and conclusion codes are updated. This event is associated with MDR # 2432235-2019-00086

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform the instrument software is slow to respond. The customer observed a sample handler robot delay, 15-20 minutes, in processing sample tubes to the vessel mover manager (vmm), and the instrument produced results that delayed by 6 hours. A siemens customer service engineer (cse) was dispatched to the customer site. Siemens evaluated the customer's routine operation and confirmed that the slow processing is caused by not fully opening the sample handler (sh) when introducing sample(s), opening and closing the drawers for one sample tube at a time, and loading non-stat sample tubes into stat racks. The maintenance tasks were incorrectly defined, and daily quality controls (qc) were scheduled to run at the same time as maintenance. Siemens resolved the maintenance schedule and observed that centralink was set up to hold results in review and edit. The customer was unaware of the setting and assumed that operators needed to enter the information into the laboratory information system (lis) manually. Siemens resolved the operator deficiencies and concluded that customer training is required. Siemens retrieved instrument files for investigation. This event is associated with MDR # 2432235-2019-00086.

Event description:
The customer alleged that the atellica sample handler prime instrument caused a delay in testing and obtaining troponin I ultra results. The customer informs that their backup atellica sample handler prime instrument (serial number: (B)(4) was unavailable, and the event lead to delay in patient testing. There are no known reports of patient intervention or adverse health consequences due to the delay in testing.